Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
. It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the middle port of the bag. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation and all sliced at the top right of the bag where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing of all the samples. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.